Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17feb2020.

Event description:
The customer reported ovp (over voltage protection) circuit failed. The service technician confirmed an error code was present in the diagnostic log which indicates ovp circuit failure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the pcba (printed circuit board assembly) mc (motor controller) to resolve the reported issue.